Event description:
It was reported that during procedure for acoa aneurysm as the subject stent and the associated microcatheter were used for treatment. After the microcatheter was properly positioned, the physician began to deliver the subject stent. During the delivery process, the physician found that the advancement of the delivery wire was obstructed. Upon inspection, it was discovered that the subject stent had prematurely deployed at the proximal end of the microcatheter. The physician then withdrew the microcatheter and stent system and replaced them with a new one and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.